Manufacturer narrative:
The device was not returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working and couldn't be started again; it was also not possible with a new battery. There was no patient harm; however there was a delay in surgery for approximately 1-15 minutes. The procedure was completed with an alternate device.